Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over-infused. A fentanyl infusion completed at 12:00; however, the infusion was set to run until 13:00 on the day of the event. The patient required "50mcg dose of fentanyl and 2mg dose of versed to be properly sedated." No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.